Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a no delivery alarm during basal rates. The customer's blood glucose level at the time of alarm was 421 mg/dl. During troubleshooting it was found that the alarm was caused by an occlusion and was resolved. The product was not replaced or returned.